Event description:
It was reported that during the patient¿s trial she had experienced stimulation in the wrong location. Patient was feeling stimulation in the abdomen and rib cage. Patient was told during the trial that she must have done something to move the lead wire. It was noted that during the trial all patient did was lay in bed so she was unsure how she could have moved the lead wire. During the trial patient was programmed with 1 or 2 different programs but still had only felt stimulation in the abdomen.

Manufacturer narrative:
Concomitant product: product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator. (B)(4).